Manufacturer narrative:
The device was returned to solventum for analysis. The sample confirmed there was a leak at the heat exchanger. Cause and timing of the leak could not be determined. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. There is no change in trending for heat exchanger leaks. Solventum will continue to monitor.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked prior to patient use. Location of leak was not identified. No injuries or medical interventions were required due to the alleged malfunction.